Event description:
It was reported by service report that the jack was not working; the head end jack was not going up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Release paddle.